Event description:
The customer reported that a pt under general anesthesia fell down when three members of the hospital staff tried to move her on her side to clean the table from her excrements before starting the procedure. According to the customer the lock of the table rotation was not strong enough when trying to move the pt on the table resulting in an unexpected movement of the table causing the pt to fall. The staff prevented her from falling, after putting the pt back on the bed the staff noticed that the pt had a occipital hematoma and an abrasion of the left forearm and opposite iliac spine.

Manufacturer narrative:
The field service engineer (fse) investigated the event. After investigation the fse concluded that: tests confirmed that the system is within mechanical specification. The user moved the pt with the table top "outside" the safe position. One person standing at pt's back cleaning the pt did not secure the table. During pt transfer the table should be positioned according to the instructions for use. In this particular complaint this was not done. If the staff follows the instructions for table positioning during a pt transfer, there should be no problems. (B)(4).